Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. There was no activity outside normal use observed in the black box or download history. The pump history verifies on (B)(4) 2012 a 2.95 unit bolus at 6:19am and a 3.40 unit bolus at 06:22am. The pump was exercised for 24 hours on a 1 unit per hour basal program and there were no un-programmed boluses that occurred. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The reported un-programmed boluses was not duplicated during testing. Unrelated to the complaint, evaluation revealed a faded/ discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter (patient's mother) contacted animas reporting that there was an unprogrammed bolus in the pump's history. This alleged issue was first noticed when the patient woke up on (B)(6) 2012, the patient had woken up with a 290 mg/dl, which is an expected blood glucose result for the patient, and was about to bolus but found there was 3.0 units insulin on board. When reviewing the pump's bolus history with the reporter, the three most recent boluses delivered were: 3.4 units at 6:22am on (B)(6) 2012; 2.95 units at 6:19am on (B)(6) 2012, and unspecified amount of insulin at 6:45pm on (B)(6) 2012. According to the reporter, the patient denied programming the 2.95 units of insulin at 6:19am. The reporter indicated that she was with the patient at that time and did not hear the pump beep and only heard the pump beep when the 6:22am bolus was delivered. The patient's blood glucose at the time of the call was 229 mg/dl with no reported symptoms. The reporter agreed to take the patient off the pump and to implement the backup plan of insulin. The reporter was also planning on contacting the patient's doctor for advice. The animas customer service representative could not find any reason for the unprogrammed bolus; therefore, the reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient. There was no indication that the alleged issue caused or contributed to an adverse event since there the patient's blood glucose result does not meet animas' criteria of a serious injury. However, this complaint is being reported due to the alleged unprogrammed bolus issue.